Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer treated bg with a manual injection. Reportedly, the customer cleared the alarm to address the issue and declined further follow up with tandem technical support.